Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he noticed his insulin pump making a squealing noise; he then removed the battery and received an unexpected restart error alarm. The display went blank and none of the buttons would work. The patient's blood glucose at the time of incident was 264 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display, after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump powered up properly; the problem is isolated to electronic assembly. Unable to verify a21 alarm or perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.no squealing noise noted. The insulin pump had minor scratches on the lcd window.